Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of myocardial infarction (mi) is listed in the product instructions for use as a potential adverse patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 1 day post index procedure the patient had elevated troponin and the site reported an event of myocardial infarct. Target lesion # 1 located in the proximal left anterior descending (lad), mid lad, with 80% stenosis, length of 10mm, and reference diameter of 3.50mm, and was treated with pre-dilatation and placement of a 3.50 x 18 mm promus stent with 0% residual stenosis. Target lesion # 2 located in the ramus, with 70% stenosis, length of 6 mm, and reference diameter of 3 mm, was treated with pre-dilatation and placement of a 3.0 x 12 mm promus stent with 0% residual stenosis. The site reported an event of myocardial infarct with onset (B)(6) 2009, 1 day post procedure. No action was taken to treat this event. On (B)(6) 2009 the subject was discharged on aspirin and clopidogrel. Though requested, no additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.